Manufacturer narrative:
The customer reported that on 5/28 the heart rate was 230s and the unit (g9) alarmed for tachycardia. On 5/27 they're not sure if an alarm was missed. The customer is unsure if the cns should have alarmed for a run on 5/27 or if the cns missed the run and didn't alarm. The customer will be providing the logs for the g9 and the cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that on 5/28 the heart rate was 230s and the g9 monitor alarmed for tachycardia. On 5/27 they're not sure if an alarm was missed.

Manufacturer narrative:
Details of complaint: the customer reported that on (B)(6) 2021 the patient's heart rate was in the 230s and the g9 monitor alarmed for tachycardia, and they were unsure if an alarm was missed the previous day. No patient harm was reported. Investigation summary: as the customer was not able to provide the cns logs related to this event in a timely manner, a proper investigation could not be performed. As the issue could not be confirmed or duplicated, a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. A possible cause may be due to the bedside monitor not being able to detect a proper patient heart rate due to improper patient prep, lead placement, or the use of defective leads. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 06/28/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, the information about ancillary devices used during the time of this event is no longer available. Regarding the information of the patient demographics, we respectfully decline to provide this information unless it is relevant to the investigation. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni.

Event description:
The customer reported that on (B)(6) 2021 the patient's heart rate was in the 230s and the g9 monitor alarmed for tachycardia, and they were unsure if an alarm was missed the previous day. No patient harm was reported.